Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2a, d2b, d3, d4, g4-510k: this report is for an unknown guide/compression/k-wires: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that surgeon was performing a mini-bunion procedure on (B)(6) 2023, at approximately 8am. Sales rep was covering the case. While attempting to utilize the capital fragment control guide (aka: viking ship) dr was unable to get the supplied 1.6mm k-wires into any of the holes. Smaller k-wires were utilized that fit into the holes. Procedure was completed successfully without any surgical delay. There was no patient outcome. This report is for one (1)unk - guide/compression/k-wires. This is report 2 of 2 for complaint (B)(4).